Manufacturer narrative:
A philips remote application specialist (ras) evaluated the audit data and concluded the audit shows numerous red and yellow alarm events for this timeframe, which were acknowledged and paused at the bedside monitor. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the patient information center ix fails to alarm. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips technical support engineer (tse) remoted into the primary server and found out that yellow alarms are not configured to print at the strip recorder. Only red heart rate arrythmia alarms are configured to print at the strip recorder. The tse exported the clinical audit trail and reviewed the clinical audit trail. The tse found out that alarms were generated by the device and acknowledged and paused by the hospital staff. The tse informed the customer about the evaluation and explained the customer about the heart rate arrythmia alarm structure and the difference between the red vs yellow alarm tones. The customer will take responsibility for servicing the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.